Manufacturer narrative:
Replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they received creatinine (crem) reagent and one container was leaking in the box. No injury was reported on this issue.